Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 programmer (s/n (B)(6)) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that last night they were charging their implant and went to check how much charge the implant was at but the controller was completely black and unresponsive. Caller stated that they had the controller plugged into ac power supply all night. Caller called their manufacturer representative (rep) today and tried everything including inserting aa batteries, but the controller would not come on. Caller stated the green light wouldn't even come on. Caller added that their stimulation is still working despite the controller being off. Caller stated they charge their implant every 5.2 days and last charged on the (B)(6) 2022. Caller noted that when they disconnect the recharger from the controller it will still blink the green light a few times before shutting off and wondered if that could have caused this. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 50% and charging and the implant is low. Pt called back stating they called yesterday for troubleshooting then starting last night when pt would attempt to recharge their ins they were getting the message software problem 1.intellis 2.3.6 3.243 4.qf_port. A new controller was sent out. No symptoms were reported.